Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed as the anchor was not received and no pictures were provided of the reported event. One unpackaged ar-1934bcf-2 suture anchor, biocomposite¿ suturetak was received for investigation. Visual evaluation of the returned device noted that the anchor was not returned for investigation. Visual inspection of the returned handle noted no issues or damage. Functional testing was not able to be performed due to the missing components. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use. Per dfu-0054-eo revision 5, e. Warnings 9. Suturetak and fibertak suture anchors only: drilling in very hard bone may require cycling the drill while maintaining consistent alignment of the drill guide. Increased size, hard bone drills are also available for use. G. Precautions 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.

Event description:
It was reported that during a biceps tenodesis surgery the anchors are breaking off while inserting. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update, khe, 20-dec-2024 further information received with the incoming delivery document. It was reported that the anchor did not hold in the shoulder.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.